Manufacturer narrative:
Since the subject device has not been returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was no signal from the sdi 2 out connector of the subject device during the unspecified procedure. The user kept to use the subject device and completed the procedure. The field service engineer of olympus thailand checked and could duplicated the reported phenomenon at the user facility. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus thailand, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device due to the aging deterioration because it have been passed more than 8 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. At the incoming inspection for the repair, olympus thailand checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure of the subject device which might be caused the reported phenomenon. If additional information becomes available, this report will be supplemented.